Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by an instrument that came in contact with the sheath during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: vats. Detailed description of event: complaint (B)(4) will address event unit 1 of 2 that occurred in the same surgery. Complaint (B)(4) will address event unit 2 of 2 that occurred in the same surgery. Detailed description of event: after using the alexis for "a while" it was noted that a tear had developed in the sheath. The device was removed and replaced. After using the second unit for "a while" it was noted again that there was a tear somewhere on the sheath. The second unit was replaced with a third device and the case was completed with no further issues. It was unknown where the location of the tears were on the two sheaths. A number of various laparoscopic instruments were used down the device. The event devices were discarded after the case by the hospital and they did not report the incident until the applied acct. Mgr. Was at the facility. No patient injury occurred. Limited information was available. Patient status: no patient injury occurred as a result of the complaint event. Type of intervention: the device was replaced with a third device and the case was completed with no further issues.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: vats. Complaint (B)(4) will address event unit 1 of 2 that occurred in the same surgery. Complaint (B)(4) will address event unit 2 of 2 that occurred in the same surgery. Detailed description of event: after using the alexis for "a while" it was noted that a tear had developed in the sheath. The device was removed and replaced. After using the second unit for "a while" it was noted again that there was a tear somewhere on the sheath. The second unit was replaced with a third device and the case was completed with no further issues. It was unknown where the location of the tears were on the two sheaths. A number of various laparoscopic instruments were used down the device. The event devices were discarded after the case by the hospital and they did not report the incident until the applied acct. Mgr. Was at the facility. No patient injury occurred. Limited information was available. Patient status: no patient injury occurred as a result of the complaint event. Type of intervention: the device was replaced with a third device and the case was completed with no further issues.